Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that onetouch ultra2 meter is giving a battery indicator message. The battery indicator began on the morning of either (B) (6) or (B) (6) 2010. At that same time, the patient's doctor advised him to take 12 units of insulin. It is not known what blood glucose reading the patient obtained on that day. Reportedly, five days later, the patient had symptom of "shaking." It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. During troubleshooting, and based on the information the reporter provided, the customer care advocate concluded that the battery for the meter needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptom that can be associated with hypoglycemia 5 days after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.